Event description:
Used this device to assist in reduction of a difficult fracture of the right distal femur. The tip of the device broke off and was left in the patient, as it was judged to be more detrimental to the patient to retrieve it than to leave in place.